Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image function did not function normally due to the failure of the cable, and the event pointed out [no image appeared] occurred. The root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained regarding the event: the failure of the camera head was discovered in the morning of (B)(6) 2022 during the routine control of the equipment before the surgical program of that day. The operation was not even prepared yet, and the patient was not involved in the case either. The program of operations continued without interruption on the old equipment of another manufacturer that the facility had. This event was originally reported on patient identifier (B)(6); however, the device was re-returned to olympus for repair since the customer chose not to repair the device during the previous inspection.

Event description:
The customer reported to olympus during preparation for use, the cable was deformed on the 4k camera head and no error code. Upon inspection and testing of the returned unit, a black image displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation the evaluation uncovered a defective cable was found, which caused a black image and that did not pass the water tightness. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.